Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported blower temp high. Patient involvement unknown.

Manufacturer narrative:
Become aware date (B)(6) 2016. The blower assembly passed all testing. A high blower temperature alarm (1122 error code) could not be duplicated. There were no faults found with the blower assembly.